Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product but on a component in the tray. This report is being submitted as additional information. The reported event is confirmed caused against syringe. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Attempted inflation using 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation asymmetrical balloon was present with 100:0 per tm0300903 rev 3. Deflated with 0ml within 5 minutes. Attempted inflation and deflated with in house syringe. Inflated properly with no difficulties and asymmetrical balloon still present. Deflated within 2 minutes and 1 seconds with in-house syringe. Therefore, the reported event is confirmed against the syringe and does not meet per ip7603444 rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, it was confirmed that the water was difficult to drain from the foley catheter. After that, the balloon was pushed, and the water came out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, it was confirmed that the water was difficult to drain from the foley catheter. After that, the balloon was pushed, and the water came out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, it was confirmed that the water was difficult to drain from the foley catheter. After that, the balloon was pushed, and the water came out.